Manufacturer narrative:
(B)(4). The actual homechoice device was evaluated for the reported condition: the device overpriming the patient line was not confirmed and not duplicated. The root cause of the reported condition was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a homechoice (hc) overprime issue (during priming, the patient was not connected). The nurse stated that the unit kept overpriming the patient line. The baxter technical service representative (tsr) arranged for a swap of the unit due to this issue. There was no patient injury associated with this event. No further information is available.